Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision surgery due to recurring incontinence. The aus was not functioning as designed, the physician removed and replaced with a new aus device. Patient is expected to fully recover.